Event description:
Medtronic received information that during implant of this transcatheter bioprosthetic valve, right femoral artery access was used. The delivery catheter system (dcs) was inserted through a 22 french non-medtronic (gore) sheath over a non-medtronic (lunderquist) guidewire. At 80% of the first and final deployment, the depth was 3 mm on the non-coronary cusp (ncc) and 5 mm on the left coronary cusp (lcc) while pacing at 200 beats per minute (bpm). After deployment, the valve dislodged deeper (greater than 14 mm) using two cusp overlap. Commissural alignment was obtained. Transesophageal echocardiogram (tee) was performed. Mild-moderate paravalvular leak (pvl) was noted and a mean gradient of 8 mm was measured invasively. A post-implant balloon dilatation was performed with a 25 mm non-medtronic (zmed) balloon. A repeat tee showed mild-moderate pvl remained and a gradient of 0 mmhg. The mitral valve was functioning well on tee. It was decided to monitor the patient and pvl. The patient remained stable, no change in ECG rhythm. The physician s attributed the dislodgement to low aortic valve calcification. The computed tomography (CT) calcification score was 1600 and the annulus perimeter measured 92.3 mm. No adverse patient effects were reported.

Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: product ID l-evolutfx-34 (lot: 0012103493); product type: 0195-heart valves; implant date n/a; explant date n/a product ID d-evolutfx-34 (lot: 0012024671); product type: 0195-heart valves; implant date n/a; explant date n/a product ID 22 french gore dryseal sheath (lot: unknown); product type: introducer sheath; implant date n/a; explant date n/a product ID cook lunderquist guidewire (lot: unknown); product type: guidewire; implant date n/a; explant date n/a select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that no pre-implant balloon aortic valvuloplasty (bav) was performed. The deployment starting point was at the bottom of the pigtail.

Manufacturer narrative:
Image review: four media files were provided for review. Patient¿s executive summary was not provided for anatomical review. However, it is known that the annulus perimeter measured 92.3mm suggesting a 34mm evolut. Valve depth prior to release was deemed adequate, approximately 3mm on the non-coronary cusp and 5mm on the left coronary cusp. Medtronic recommends a target depth of 3mm. A recapture is recommended if depth =1mm or >5mm. In this case, a recapture was not warranted. An angiogram performed after valve release confirms the valve dislodged ventricular. It is not possible to determine cause of the dislodgement. Of note, to minimize unintended valve movement, medtronic recommends pulling back the wire from the apex of the left ventricle, applying slight forward pressure/force onto the delivery catheter system (dcs) and very slow deployment as outflow region leaves capsule and paddles release. Use ¼ turns and pauses to minimize any potential movement upon release. This final phase of deployment should generally be completed over 30 seconds. A post implant dilatation was performed for paravalvular leak. It was reported that the paravalvular leak remained the same and no further intervention was performed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.